Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was capped due to no sensing and loss of capture noted. No adverse patient effects were reported.